Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was identified in an intravia container empty during the visual inspection stage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. One light colored particle was visible within the intravia bag. Stereomicroscopic examination revealed the isolated material consisted of one tan to brown colored, multi-layered flake-like particle 1mm in length. The medication port was observed to have a single puncture in the target area. Fourier transform infrared (ft_ir) spectroscopy determined the particle was consistent with cellulose. Polarized light microscopy further characterized the particle as wood. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.